Manufacturer narrative:
A steris clinical educator arrived onsite following the reported event to investigate the issue and found that the user facility selected the incorrect cycle to sterilize their instruments. The user facility selected the fast non lumen cycle for sterilization instead of appropriately selecting the non-lumen cycle. The fast non lumen cycle left the instruments wet after processing. The v-pro max 2 sterilizer operator manual states, "note: for a vhp sterilization cycle, note the following: d. Start vhp sterilization cycle as follows: I. Press lumen cycle, non lumen cycle, fast non lumen, flexible, or specialty touch pad. Remember to choose appropriate cycle." Additionally, "note: when placing load in the sterilizer, note the following: f. Ensure loads placed into the sterilizer do not exceed stated weight, packaging or lumens (number, size or type) depending on the sterilization cycle chosen." The steris clinical educator offered in-service training on the proper use and operation of the v-pro max 2 sterilizer and the user facility has accepted. In-service training will take place on 1/28/2025. No additional issues have been reported.

Event description:
The user facility reported that their employees experienced burns while handling items that had been processed in their v-pro max 2 sterilizer. The employees rinsed their hands with water and continued working.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available.